Event description:
It was reported that a malfunction alarm occurred, identified by code malf 24, and the pump could not be reset. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the malfunctioning pump and advised the customer on steps to switch to a backup therapy using multiple daily injections until the replacement arrived. The faulty pump was to be returned using a pre-paid label, and all instructions provided by technical support were understood and acknowledged by the customer.